Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was riding on 4 wheel machine when the pump slid off the seat causing the screen to shatter. Subsequently, the pump became unresponsive. The customers blood glucose (bg) level was impacted (490 mg/dl) with small ketones present. The customer took a manual injection to stabilize bg level. Reportedly, the pump has dents, scratches on the housing from sliding off the 4 wheel machine. It was indicated that the customer would use manual injections as alternate insulin therapy.